Event description:
It was reported that during equipment preparation for an implant, the power module alarmed with red battery and yellow wrench when connected to the internal battery. It was noted that the unit was not connected to an alternative current (ac) power. The internal battery was disconnected and reconnected without success. Therefore, the battery was exchanged for a new one.

Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a red battery + yellow wrench alarm on the power module was not confirmed. The returned power module (serial number (B)(6) was functionally tested at the european distribution center and performed as intended. Atypical events were unable to be reproduced throughout all testing. Preventive maintenance was performed, and the serviced and tested unit was returned to the rental pool after passing all tests per procedure. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for the power module, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate power module instructions for use (IFU) (sections 4.0 ¿power module (pm) backup power¿ and 5.0 ¿power module (pm) alarm conditions¿) instructs users on how to handle red battery alarms that occur on the power module. A red battery alarm with a yellow wrench alarm signifies that the internal backup battery is not functioning properly. Users are instructed to immediately switch to a new power source. The heartmate power module IFU (section 11.0 ¿routine maintenance¿) instructs users to bring their power module to an authorized service technician at least once per year for a thorough inspection and cleaning. Routine maintenance also includes the unit¿s internal backup battery being replaced. No further information was provided. The manufacturer is closing the file on this event.